Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 19-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. C26955) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("haemorrhagic periods") and fatigue ("gradually fatigue, developped to excessive fatigue"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), tooth disorder ("dental problems"), periodontitis ("acute periodontitis with teeth about to fall out (no cavities)"), myalgia ("muscle pain") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, tooth disorder, periodontitis, myalgia and arthralgia had not resolved and the menorrhagia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, menorrhagia, myalgia, pelvic pain, periodontitis and tooth disorder with essure. The reporter commented: muscle, joint and pelvic pain on a daily basis. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2021: checked for chromium allergy and titanium-reactive, no result provided. Lot number: c26955, production date: 2014-02-22, expiration date: 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. C26955) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia ("haemorrhagic periods") and fatigue ("gradually fatigue, developped to excessive fatigue"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), tooth disorder ("dental problems"), periodontitis ("acute periodontitis with teeth about to fall out (no cavities)"), myalgia ("muscle pain") and arthralgia ("joint pain"). Essure treatment was not changed. At the time of the report, the pelvic pain, fatigue, tooth disorder, periodontitis, myalgia and arthralgia had not resolved and the menorrhagia outcome was unknown. The reporter provided no causality assessment for arthralgia, fatigue, menorrhagia, myalgia, pelvic pain, periodontitis and tooth disorder with essure. The reporter commented: muscle, joint and pelvic pain on a daily basis. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2021: checked for chromium allergy and titanium-reactive, no result provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.